Event description:
An altitude alarm was reported for a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided tips for preventing future altitude alarms, and the customer acknowledged these suggestions. The customer was able to resume insulin using the original cartridge without needing a replacement.